Event description:
The report received from the affiliate indicated that during coronary angiography, the infinity cath f6inf tl jr 4 100cm catheter separated between the straight part and the distal portion. The separated portion remained in the patient and was removed surgically in another procedure. Additional information received indicated that: the fracture/separation occurred approximately 4-5 cm. From the distal end. The approach for the procedure was the left radial artery. The fractured fragment remained in the bulb and ascending aorta. An attempt was made to remove the fragment through a catheter utilizing the left radial artery approach. An extrasupport guidewire was introduced axially in the lumen of a jr4 catheter through an ebu catheter with a modified tip. An attempt to remove the fragment using dedicated forceps was ineffective. A 3.0 x 20 balloon catheter was introduced in the lumen of the catheter, inflated and moved down to the radial artery. The fragment was then removed successfully along with the entire angioplasty set and vascular sheath. A pressure dressing was applied to the left radial artery. A small hematoma was noted after the procedure. There was no an excessive amount of torquing of the catheter reported. No excessive force was used. The product was not re-sterilized. The device did not kink in the area of the fracture. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device was not inserted through a stopcock instead of a hemostatic valve. The patient's current condition is good.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during coronary angiography, the infinity cath (B)(4) tl jr 4 100cm catheter separated between the straight part and the distal portion. The separated portion remained in the patient and was removed surgically in another procedure. Per the account, the product issue occurred during the exchange of the jr4 catheter/complaint product to a left coronary artery catheter over a guidewire. Additional information received indicated that: the fracture/separation occurred approximately 4-5 cm. From the distal end. The approach for the procedure was the left radial artery. The fractured fragment remained in the bulb and ascending aorta. An attempt was made to remove the fragment through a catheter utilizing the left radial artery approach. An extrasupport guidewire was introduced axially in the lumen of a jr4 catheter through an ebu catheter with a modified tip. An attempt to remove the fragment using dedicated forceps was ineffective. A 3.0 x 20 balloon catheter was introduced in the lumen of the catheter, inflated and moved down to the radial artery. The fragment was then removed successfully along with the entire angioplasty set and vascular sheath. A pressure dressing was applied to the left radial artery. A small hematoma was noted after the procedure. There was no an excessive amount of torquing of the catheter reported. No excessive force was used. The product was not re-sterilized. The device did not kink in the area of the fracture. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The device was not inserted through a stopcock instead of a hemostatic valve. The patient's current condition is good per the site. One non sterile 6f diagnostic catheter was received coiled inside a plastic bag. The catheter was missing the tip assembly (intermediate tip and brite tip). The tip assembly was also received. The catheter's end presented evidence of body back taper (pointed 'sharpened' end). The catheter's braided wire was also noticeable in this area. The dull appearance of the 'sharpened' end and the undulation observed at the boundary of the top layer of the catheter's body are evidence of heat transfer. No other anomalies were found in the catheter. ' undulation and a darker blue ring were observed at the intermediate tip extreme of the tip assembly. A scratch was also detected on this end. The tip assembly intermediate tip extreme presented evidence of countersink (ID reduction) and also shows braided wire marks. No separation was observed in the intermediate tip/brite tip fuse point. No other anomalies were found in the catheter. The intermediate tip and catheter's body outer and inner diameters were measured and found within specification. The sem analysis concluded evidence of elongated material on the separation surface for both, the proximal and distal body sections. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The tip assembly separation from the catheter body was confirmed. The exact cause of the separation could not be conclusively determined; however, the complaint is escalated as a high severity event. The exact cause of the scratch on the tip assembly could not be conclusively determined as the tip assembly was manipulated during the retrieval of the fragment through surgical procedure. There is no indication that the tip assembly separation is manufacturing related. Controls are in place to prevent these types of failures. Procedural factors may have contributed with the reported event. Therefore, no corrective/preventive actions will be taken at this time. The complaint of catheter separation was confirmed on analysis; however, the exact cause of the confirmed failure could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues specifically the manipulation of the catheter from the radial approach, may have contributed to the confirmed separation.